Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Device was discarded.

Event description:
A report was received that a patient's ipg was explanted because it no longer held a charge. The patient is reportedly doing well following the procedure.